Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that excessive force was applied to the suture leading to the reported event, however this could not be confirmed. The device history record (DHR) review was unable to reviewed as a valid lot number was not provided. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot #: requested, not provided d4: expiration date: unknown, as the involved lot # was not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown, as the involved lot # was not provided the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the procedure was a left leg angiogram, and the patient was treated for stenosis of the peroneal artery. The procedure was successful. During closure, the angio-seal was deployed correctly, and the anchor was locked into place. As the operator pulled back the angio-seal to tighten the suture, the angio-seal sheath and deployment device snapped off the suture. The suture and black tamp tube remained in the patient, and they were able to successfully close. No adverse events occurred, and blood loss was less than 250 cc. The reported event did not result in patient injury or require medical or surgical intervention. Additional information received on 20 may 2025: the sheath size used was 6 french (fr). A pre-deployment angiogram was performed with no issues. There were no issues with insertion. The patient is fine and was sent home. No contaminant devices were used.